Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type catheter; product ID 8709, serial # unknown, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) as well as a healthcare provider (hcp) regarding a patient who was receiving compounded baclofen 2000 mcg/ml at a dose of 487 mcg per day via an implantable pump for intractable spasticity and cerebral palsy. A change in therapy effect occurred. Specifically, the patient was experienced itching, increased spasticity as well as irritability. The event date was listed as (B)(6) 2016. It was not known what factors led to or contributed to the event. They presented to the emergency room (e.r.) On the morning of (B)(6) 2016. The issue had occurred over a weekend, so the patient's managing hcp was not involved. The device system was replaced by the patient's implanting hcp. A catheter issue was suspected but no troubleshooting was done. The pump was replaced because the elective replacement indicator (eri) was at 18 months. The old drug was taken from the previous pump and put into the patient's new pump. The patient's current dose was now 243 mcg per day. The pump would not be returned; the customer discarded it. The issue was considered resolved at the time of report. The patient's status at the time of this report was listed as "alive - no injury." No further information was provided including what diagnostics were performed related to the symptoms or if the cause of the event was determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.